Event description:
A patient underwent a laparoscopic vaginal hysterectomy and pelvic reconstruction surgery on (B)(6) 2010 to treat pelvic organ prolapse, stress urinary incontinence, cystocele and rectocele, and mesh was implanted. The patient has experienced erosion and persistent pain. She had a mesh removal procedures on (B)(6) 2010. She had surgical procedures on (B)(6) 2010 and (B)(6) 2011 to revise and excise the vaginal mesh. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted concurrently with a and p repair, (obtryx) tot suburethral sling implant due to pelvic pain and dyspareunia. No additional information has been provided.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted. It was reported that following insertion the patient experienced extrusion, infection, urinary/bowel problems, recurrence, bleeding and dyspareunia. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary retention, urgency and frequency.

Manufacturer narrative:
Date sent to the FDA: 08/19/2015. Additional information. Additional narrative: it was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with lavh, cystoscopy, perineoplasty, enterocele repair and suburethral sling; due to sui, incomplete uterovaginal prolapse, cystocele, enterocele, rectocele, hypermobile urethrovesical junction and relaxation of pelvic outlet. It was reported that the patient underwent mesh excision and anterior colporrhaphy on (B)(6) 2013 due to mesh erosion , pelvic pain and partner dyspareunia.